Event description:
It was reported the patient programmer would not perform telemetry with or without the antenna attached but the recharger works. It was reported the patient programmer was not working. It was reported the patient was seeing the poor communication screen with or without the antenna attached. It was noted the problem began approximately 3 days prior to report and it was noted the patient¿s implantable neurostimulator recharger (insr) was working just fine. It was reported the patient tried using another patient programmer and it work just fine. Lastly, it was reported the implantable neurostimulator (ins) was charged. It was further reported the patient was unable to adjust stimulation and the patient programmer was displaying the ¿in the box¿ icon. It was noted that this is second patient programmer the patient has been sent and the same issues are occurring as with the old one. It was noted the patient was able to turn their implant on/off with their recharger. It was reported the patient is seeing ¿had holding the device which looks like image of programmer and then there is a line from right corner that goes to another image device¿ on the screen. It was noted the problem has been occurring since around (B)(6) 2014. It was reported the antenna jack was re-soldered as a preventative measure and the faceplate was replaced due to scratches.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID n EU_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Later, the patient called on (B)(6) 2014 and stated, ¿when I saw a representative five to six weeks because something strange was coming up on the programmer. And they fixed it after pushing a few buttons and everything was fine.¿ the patient did not remember what screen she observed on the patient programmer but the issue was not happening anymore.